Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose level is high of 460 mg/dl. Troubleshooting was done for bent cannula. Customer had issue with bent cannula, reached out to healthcare professional, healthcare professional recommended sure t infusion set and had two cannula bend preventing the flow of insulin. Troubleshooting was offered for high and customer declined. The insulin pump will not be returned for analysis.